Event description:
It was reported that during an angioplasty procedure, device allegedly buckled. It was further reported that the device allegedly not exiting the sheaths. Reportedly, the balloon and the sheath was removed as one unit. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 08/2026) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly had buckled. It was further reported that the device was allegedly stuck at the tip of the sheath. Reportedly, the sheath and the balloon was removed at the same time. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one vaccess pta dilatation catheter with an unknown sheath loaded over it was returned for evaluation. The sample appeared to have residue throughout. Bunching was noted throughout the unknown sheath. A complete circumferential break was noted to the distal end of the catheter shaft exposing the inner guidewire lumen. The balloon was also noted bunched throughout, and prolapsed at its distal end. Due to the nature of the complaint, functional testing was not performed. One photo was provided and reviewed. The photo shows the vaccess device in its inner packaging. The label details matches with the information available in trackwise. An unknown sheath can be seen over the catheter shaft of the balloon with a complete circumferential break to the shaft at the proximal end of the balloon exposing the inner guidewire lumen. Bunching is seen throughout the balloon and the unknown sheath. The distal end of the balloon is seen prolapsed. Therefore, the investigation is confirmed for the reported sheath removal difficulty and material deformation as the device was received with an unknown sheath over it. Also the balloon was noted bunched and prolapsed, with bunching throughout the unknown sheath, and a complete circumferential break of the catheter shaft - all of which would have been caused due to sheath removal difficulties. Thus the investigation is also confirmed for the identified break of the catheter shaft. A definitive root cause for the reported sheath removal difficulty, material deformation and identified shaft break could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 08/2026), g3, h6 (device). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.